Event description:
Information received from the field does not address the patient's clinical status but notes intermittent loss of ventricular capture. The lead was repositioned with normal function for one week. The lead was replaced when the anomaly recurred.